Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. During troubleshooting with tandem customer technical support (cts) it was discovered that the customer did not complete the necessary steps to remove air from the cartridge. There was no reported adverse impact to the customer. Multiple follow up attempts were made to complete troubleshooting with the customer, however, the customer did not respond to follow up attempts.